Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During stat drain 4 the patient encountered several air detected in cassette warnings. Patient was advised to cancel treatment. When the patient opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient indicated the ability to perform manual treatments until new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set used by the is available for return for physical evaluation by the manufacturer.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During stat drain 4 the patient encountered several air detected in cassette warnings. Patient was advised to cancel treatment. When the patient opened the cassette door there was fluid in the pump module area and fluid on the external of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient indicated the ability to perform manual treatments until new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set used by the is available for return for physical evaluation by the manufacturer. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., g.1., h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.